Manufacturer narrative:
Concomitant products: product ID: 7435, serial# (B)(4), product type: programmer, patient. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer, patient. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3887-33, lot# l80697, implanted: (B)(6) 2000, product type: lead. Product ID: 3887-33, lot# l66398, implanted: (B)(6) 2000, product type: lead. (B)(4).

Event description:
It was reported that there was no stimulation sensation. This change was noticed about one month prior to this report. The implant was noted to have been received for leg pain as the healthcare provider (hcp) noted the device could only be for either back or leg pain. It had also been stated that the patient had a lot of scar tissue and didn¿t recommend any further surgeries. Therefore, it was advised to use the stimulation therapy sparingly to extend the battery longevity. The device had not been checked since shortly after implant, the patient¿s physician died, and the clinic told the patient there wasn¿t anything more they could do for him. A problem was reported with the patient programmer (pp). It was initially stated that the patient saw the top green light on the pp when he pressed the top blue button but then said he saw it when he pressed one of the gray buttons. Years prior to this report the pp may have gotten wet but it did work when he used it. New batteries had just been installed. Battery acid leaking from the implantable neurostimulator (ins) was of concern. The ins was noted to be 14 years old and the patient was going to see a physician if the replacement didn¿t work for him. The original pp was not returned. C500. The replacement pp was returned with no complaint against it and no patient harm reported. Follow-up was performed to determine if the patient was receiving any help with the reported issues and if the patient had any further concerns. This event will be updated if additional information is received.